Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer's father reported receiving high readings from the adc freestyle libre sensor scan in comparison to readings obtained on the adc blood glucose meter. On (B)(6) 2019 at 4:44 p.m., customer received a sensor scan result of 69 mg/dl which was higher than he felt and compared the sensor reading to a reading of 32 mg/dl obtained at 4:54 p.m., on a different adc meter. Customer experienced stomach ache and lost consciousness and was treated with sugar and one half cereal bar by his mother. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported receiving high readings from the adc freestyle libre sensor scan in comparison to readings obtained on the adc blood glucose meter. On (B)(6) 2019 at 4:44 p.m., customer received a sensor scan result of 69 mg/dl which was higher than he felt and compared the sensor reading to a reading of 32 mg/dl obtained at 4:54 p.m., on a different adc meter. Customer experienced stomach ache and lost consciousness and was treated with sugar and one half cereal bar by his mother. There was no report of death or permanent impairment associated with this event.